Event description:
Reporter indicated that the site's dell handheld computer screen became frozen during interrogation on several occasions. It was reported that the issue would temporarily resolve after the computer was reset.